Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #1475006150, 510k # k121680 was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, on (B)(6) 2015, patient underwent posterior fusion. On an unknown date, post-op, rods broke. According to the surgeon, bone union had been achieved. Rods of both the side broke after the achievement of bone union. Fused range was t12-l4. Levels on which rod breakage occurred were unknown. The implants are planned to be removed on tuesday.